Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient started to have issues with their bowels. They were implanted for their bladder but had been having issues with ¿not being able to control the bowel¿. This started in 2016. The patient also had urinary issues which started in (B)(6) 2018. The patient saw their doctor and it was thought the leads had shifted. The doctor ¿went in¿ and found out the patient ¿was not getting a good response¿. The ins and lead were replaced in (B)(6) 2018 and moved to ¿the other side of his spine¿. There were no further complications reported or anticipated. (Omitted information related to (B)(4): current ins issue).